Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer¿s blood glucose (bg) level was not impacted. The occlusion alarms would be resolving by having the customer close the occlusion alarm message and resume insulin deliveries. As the customer was not receiving an occlusion alarm when tandem technical support was contacted and supplies had been changed since the last occlusion alarm, troubleshooting to determine a possible cause of the occlusion could not be performed.